Event description:
It was reported that patient has left leg 3/4 inch shorter than right leg, no oxygen down to feet- turning black & blue, pain in both hips, hard to walk, taking meds.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abgii modular neck. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device implanted.